Event description:
A surgeon (not the implanting surgeon) reported having a pt with an unexpected postoperative refraction following intraocular lens (iol) implant surgery. Further info was received from the surgeon, who reported that the pt had a fair amount of astigmatism before surgery and has about the same amount following the implant procedure. The pt does not want add'l treatment and has chosen to wear glasses. Add'l info has been requested.

Manufacturer narrative:
Product eval: the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. Root cause: not enough info was provided from the account to properly complete an investigation. The root cause could not be identified by the investigation. Action taken: investigation has been completed based on current info. No further action is warranted at this time. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. Add'l info was requested on 07/27/2011 and 08/09/2011 by fax, mail and phone. Add'l info was received on 08/18/2011 by phone. A completed questionnaire has not been received. (B)(4).